Manufacturer narrative:
A compressor air dryer assembly, compressor muffler, compressor printed circuit board (pcb) and a solenoid valve assembly were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found on the air dryer, muffler and compressor pcb. The solenoid valve assembly had discoloration of the plastic on the solenoid valve assembly filter at the connection joints due to stress fractures. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found on the air dryer, muffler and compressor pcb. The solenoid valve assembly root cause was isolated to the damaged solenoid filter.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an 840 ventilator service, the compressor was found inoperable failing the est load test. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor outlet filter, the air dryer filter/ muffler , the compressor pcb (printed circuit board) and solenoid. The unit passed all testing and operated within the manufacturing specifications.